Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was delivering above 9.5% accuracy limit. The event occurred during testing, there was no patient involvement.